Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient was implanted with a pump a few weeks ago. The date (B)(6) 2026 is considered an approximate date of pump implant (specific month and year known only). During a routine checkup now, they discovered a service code 528 regarding a pump motor stall recovery having occurred. According to the pump logs, the motor stalled for 7 minutes on (B)(6) 2026 at approximately 20:40 hours. It was considered that motor stalls can be caused by strong magnets or electromagnetic interference. It was further reported that after questioning the patient/caregiver, they said the patient used an electronic toy that included a magnet during that time. It was further indicated that it was possible that the toy caused the motor stall. The healthcare provider was to observe the situation further, but no other actions were planned. No effect on therapy was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.